Event description:
It was reported that the customer dropped his insulin pump and could not get it to reboot. At the time of reporting, the customer's blood glucose was 308mg/dl, which he treated with a manual insulin injection. After a battery change the customer reported that the screen was still blank. He was advised to disconnect from the insulin pump and to revert to his backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No blank display was noted during the visual inspection. The insulin pump had missing segments and a partial display due to cracked and bleeding display glass. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.